Event description:
A malfunction was reported when the pump battery died, and upon plugging it back in to charge, the pump's screen went dark. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.